Event description:
(B)(6) study. Same patient as MFR # 2134265-2010-05439 it was reported that during a stenting treatment procedure a vessel dissection occurred. The 75% stenosed, 3.50x14mm target lesion was located in the right coronary artery (rca). The lesion was predilated with a 3.0x15mm apex balloon which resulted in a grade c dissection. A 3.50x18mm promus stent was placed followed by ivus, which revealed a hematoma between the media and adventitia. The dissection was then treated with a cutting balloon and the placement of two 3.5x24mm non bsc stents along with two 3.50x30mm non bsc stents and a 4.0x20mm liberte bare stent. The procedure was successfully completed with no additional patient complications reported. The patient was discharged four days later on aspirin and clopidogrel.

Event description:
It was further reported that the hematoma that occurred between the media and adventitia was caused by plain old balloon angioplasty (poba). The inflation of the cutting balloon and the placement of two 3.5x24mm non bsc stents along with two 3.50x30mm non bsc stents and a 4.0x20mm liberte bare stent were used to treat the hematoma as well as the dissection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).